Event description:
It was reported that the patient experienced erosion at the cuff site of his artificial urinary sphincter. The patient underwent surgery to remove the cuff. There were no further patient complications reported.